Manufacturer narrative:
Product ID 7496-66, serial# (B)(4), implanted: 1994 (B)(6), product type extension, product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6), product type extension, product ID 3986, serial# (B)(4), implanted: 1994 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 3587a, lot# l85959, implanted: 2001 (B)(6), product type lead. (B)(4).

Event description:
It was reported there was an infection. The infection began following an implant of two implantable neurostimulators (ins) on (B)(6) 2012. Both ins's were explanted when the infection was discovered. It was later reported that one of the ins batteries was removed and the extension cut. The patient was 'doing well' and was re-implanted with an ins on (B)(6) 2012. Refer to manufacturer report # 3004209178-2012-08529